Event description:
Product was used on the lcfa following a ptca procedure. Following collagen deployment, hemostasis was not achieved. A hematoma developed, the pt became hypotensive and had a vasovagal response. Pt was transfused and received IV fluids and medication. Hemostasis was achieved using a c-clamp. Due to the tactile sensation expereienced during deployment of the product collagen and the lack of hemostasis, the physician thought that the collagen plugs may have been missing from the product cartridges.